Event description:
It was reported to baxter (B) (4) that a reservoir of an infusor two day 2ml/hr had ruptured during patient use at the patient's home. The device was filled with 5-fu. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
Additional narrative: the device/sample has been requested for evaluation. Once the device evaluation has been completed and/or additional information become available, a follow-up report will be submitted. (B) (4)